Manufacturer narrative:
Investigation is ongoing. H3 other text : the device has not been returned for evaluation.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the 14f esheath+ tore, and the valve exited the sheath in the right common iliac. The valve was crimped normally. The angle of insertion of the esheath+ was normal. The physician felt resistance once they got to the right common iliac. There was no visible damage to the valve inside the body. The delivery system and valve were pulled back into the esheath+ and removed. A second esheath+, delivery system and new valve were prepped and delivered successfully. No patient complications were reported.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion, and device code. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The device was visually examined and the following observed: the liner was torn approximately 7'' in length from the distal strain relief, strain relief protrusion alludes to valve interaction with inner lumen, there was no puncture visible, there was one kink at the strain relief approximately 0.5'' from the distal strain relief, the tip was unopened and distal 3'' of the liner was unexpanded, after engineering disassembled the sheath hub, the valve was found present in the hub. A detached approximately 4'' piece of liner material was found on the valve. Due to the condition of the sheath (liner torn), no functional testing was able to be performed. During dimensional testing, the liner thickness was measured along the liner tear, and all measurements met specifications. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging provided by the site was reviewed and revealed that the associated 26 mm commander delivery system and valve were outside of the sheath shaft. The patient screening imagery provided showed that calcification and tortuosity was present in the access vessel. The complaint for liner punctured was confirmed via returned product evaluation. As dimensional testing showed liner thickness conforms to specification, there is no indication a manufacturing non-conformance contributed to the event. The technical summary captures a root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors are likely the contributing factors for sheath shaft liner tears. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Calcification and tortuosity can also lead to non-coaxial, suboptimal angles during delivery system advancement through the sheath, causing the system to exit through the liner. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The complaints for sheath liner strand and system component separate during use were confirmed via the returned product evaluation. Although the nature of the damage (strand thin, stretched) resulted in the inability to perform dimensional testing, the condition of the device suggests the damage occurred during the procedure with no indication a manufacturing non-conformance contributed to the event. Furthermore, no abnormalities were reported during device unpacking or preparation. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned (promoted through tortuous and calcified anatomy). The non-coaxial device trajectory can lead to the crimped valve catching onto the liner leading to damage, in this case a torn liner and a liner strand. The strand likely attached to the valve as it was created. Available information suggests procedural factors (valve caught on liner, non-coaxial insertion) and/or patient factors (tortuosity, calcification) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.